Event description:
It was reported that the pt was recently implanted and after anesthesia was out of his system, his seizures "worsened markedly", per physician. A few days later, the physician increased the pt's settings to 0.5 ma, after which the seizures again "markedly worsened both in duration and severity." Physician noted that during surgery, the surgeon specifically noted that the pt had one of the smallest vagus nerves he had ever seen. It is unk if this plays any role in the seizure issue, but the physician felt it was odd. The pt's vns was turned off to see if it would help and there was a slight improvement in the pt's seizures, but he was still not doing well. Pt was then turned back on, but the physician decreased signal frequency and pulse width and plants to keep close monitoring. Attempts for further info have been unsuccessful to date.